Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range impedance measurements on this right ventricular (rv) lead. Back in 2015, an alert was displayed for out of range impedance measurements and was suspected to be due to electromagnetic interference (emi). Boston scientific technical services (ts) was consulted and further evaluation as well as reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range impedance measurements on this right ventricular (rv) lead. Back in 2015, an alert was displayed for out of range impedance measurements and was suspected to be due to electromagnetic interference (emi). Boston scientific technical services (ts) was consulted and further evaluation as well as reprogramming options were discussed. Additional information was received that it is planned to replace this lead during a generator changeout procedure scheduled to be performed in twelve months. No adverse patient effects were reported. At this time, this device system remains in service.